Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was attempting to bolus for lunch and the device prompt him to rewind. Customer's father stated during dinner another bolus was programmed and device alarmed no delivery. Customer's blood glucose was 108 mg/dl. Customer's father was unable to troubleshoot during the time of the call. Currently device was not alarming during the time of call. No further information reported.